Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced infusion set detached from tape on 27-jan-2025 due to which hyperglycemia occurs. Insertion site was abdomen. High blood glucose level was treated by injection. No further information was available.